Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving morphine (concentration 0.5mg/ml, dose 0.8mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain and peripheral neuropathy. It was reported that the patient felts that the pump had never really helped ever since implant. The doctor offered to remove the pump for the patient or get it refilled and the patient chose to get it refilled. The health care professional later reported that the device flipped several times, multiple pocket revisions (3-4) were performed until the pump was placed in her right thigh and then the patient stated she was pain free on minimum rate. Reportedly, the patient did not experienced any symptoms in relation to the pump never helping, the health care professional indicated that the cause of pump never helping patient was obesity. In terms of whether the event had been resolved the health care professional indicated that it was the first time they were hearing about this complaint, the health care professional was happy to increase infusion to greater than minimal rate at the next visit.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving morphine (concentration 0.5mg/ml, dose 0.8mg/day) via an implantable infusion pump. It was reported the hcp was not the patient's doctor at the time, but he did do extensive investigation into the patient's history before taking her on as a patient. It was stated that the cause of the pump flips was the patient's extreme obesity. The pump had too much room to move around and as a result flipped. It was noted that the flip was identified during a refill. The patient's previous hcp was not able to fill the pump and an x-ray confirmed the pump flip. The pump was moved to the patient's right thigh and they were receiving great therapy now. No further information was provided. If additional information is received, a follow-up report will be sent.